Manufacturer narrative:
Depuy spine has requested the return of the device. A f/u medwatch report will be submitted upon receipt of the device and completion of the eval.

Event description:
International affiliate reports that revision surgery was performed to lengthen the previously implanted construct. During the procedure, it was noted that two sets screws from the original construct had loosened and the rods from that construct were moving freely within the growth connector. It was reported that examination of the devices revealed that surfaces of the set screws had sheared off in situ, resulting in the rod movement. As the implanted set screw had loosened, a medwatch report is being submitted to document this event. Mfg medwatch report #1526439-2011-00041 is being filed for the second set screw that was involved in this event.